Manufacturer narrative:
The device history records could not be reviewed as the lot number is unknown. One catheter was received in 2 pieces; the distal tip portion was in a specimen cup. No introducer was returned for evaluation. Upon inspection of the returned sample, approximately 57mm of the distal portion of the balloon had separated from the catheter. The balloon appears to be mostly a circumferential tear. On the tip portion, there appeared to be a kink approximately 6mm from the distal tip and what also appeared to be tool marks, of unknown origin, 25mm to 28mm from the distal tip. The proximal shaft portion had a couple of flattened sections approximately 7.7cm and 17.4cm from the molded bifurcate. The tip terminated where the proximal band was. The proximal band was missing. The tip broke at the distal end of the proximal band. The break in the balloon was approximately 29mm from the proximal end of the balloon. The result of the investigation was confirmed for detachment of component. The root cause is unknown. It is unknown if patient of procedural issues contributed to the event. It was reported that the catheter was used during a fistulaplasty procedure. This is an off-label use for this device. The current instructions for use for this device state: indications: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral, and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above. The catheter is not for use in the coronary arteries. The current IFU (information for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (information for use) states - instructions for use: equipment required, introducer sheath (input sheath recommended).

Event description:
It was reported that the balloon split into 2 when trying to retrieve the balloon from the sheath. Approx 6cm of tip/balloon end of catheter was detached. There was no patient injury reported.